Event description:
Boston scientific received information that during an implant procedure this left ventricular lead showed no pacing when checking the connection and using the pacing system analyzer (psa). This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. The lead passed all electrical testing and was continuous. Laboratory analysis could not confirm the reported clinical allegation.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.